Manufacturer narrative:
As reported, during pre-dilation with a non-cordis balloon catheter and the slalom thrill kit 6x40, the balloon of the slalom ruptured at eight atm. The procedure was completed after a new non-cordis balloon catheter was used and inflated over 10 atm. There was no reported injury to the patient. This was a shunt pta case. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, or stylet. There were no kinks or nay other damages noted prior to use of the device. The device was prepped normally and was able to maintain negative pressure. Th vessel was noted to have a little bit of tortuosity and the lesion had little calcification. The lesion had a 90% stenosis. The device was removed from the patient intact (in one piece). The device was not returned for analysis. A product history record (phr) review of lot 82212544 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be determined. Vessel characteristics of calcification, tortuosity and 90% stenosis likely contributed to the reported event; however, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. The procedure performed was a shunt percutaneous transluminal angioplasty (pta) case. Arteriovenous shunts are often scarred and fibrous in nature and are therefore often resistant to balloon expansion increasing the likelihood of damage to the balloon. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, during pre-dilation with a non-cordis balloon catheter and the slalom thrill kit 6x40, the balloon of the shalom ruptured at 8 atm. The procedure was completed after a new non-cordis balloon catheter was used and inflated over 10 atm. There was no reported injury to the patient. This was a shunt pta case. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, or stylet. There were no kinks or nay other damages noted prior to use of the device. The device was prepped normally and was able to maintain negative pressure. Th vessel was noted to have a little bit of tortuosity and the lesion had little calcification. The lesion had a 90% stenosis. The device was removed from the patient intact (in one piece). The device will not be returned for evaluation.

Event description:
As reported, during pre-dilation with a non-cordis balloon catheter and the slalom thrill kit 6x40, the balloon of the shalom ruptured at 8 atm. The procedure was completed after a new non-cordis balloon catheter was used and inflated over 10 atm. There was no reported injury to the patient. This was a shunt pta case. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, or stylet. There were no kinks or nay other damages noted prior to use of the device. The device was prepped normally and was able to maintain negative pressure. Th vessel was noted to have a little bit of tortuosity and the lesion had little calcification. The lesion had a 90% stenosis. The device was removed from the patient intact (in one piece). The device will not be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82212544 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.